Event description:
The initial reporter stated they received discrepant results for one patient sample tested for probnp on a cobas 8000 e 602 module. The specific probnp reagent used was requested, but not provided. The sample was poured into a secondary container prior to analysis. The sample initially resulted in a probnp value of 52 pg/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of > 35000 pg/ml. The probnp reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, several abnormal aspiration alarms were observed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The probnp reagent lot number was 56211100.